Event description:
Allegedly the foot jog checked out under floral and everything was okay. But when drilled, the angle was not correct. The incident did not effect the outcome of the surgery nor did it add any significant time to the case. Once discovered the alignment was off the doctor check to see if the guide rods or the drill bit was bent. To the naked eye nothing looked out of the ordinary. Everything was tight. The surgeon had to adjust the cut block based off the anatomy and not the drill bit, then he got the tibial stem where we wanted it.

Manufacturer narrative:
This is a reportable malfunction. Trends will be evaluated. This is the same event as 1043534-2012-00511, 00513.

Manufacturer narrative:
Conclusion: user error caused event. (B)(4) - misapplication/misuse of device.